Event description:
It was reported to philips healthcare that the display of the heartstart xl was white/blank and not displaying waveforms.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.